Event description:
It was reported that the patient¿s leads had migrated down and they were going to need to reposition them. The system was going to require a lead revision. The revision had not been scheduled at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the revision had not yet occurred as the patient was waiting to hear from her neurologist regarding the prescription for her MRI. Recommendations regarding the MRI were sent to the radiology department to offer guidance and contraindications.